Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During testing, the reported issue could be confirmed. The downstream occlusion sensor/cassette detector had a missing nub which likely led to the reported issue. The cause of the damage was not definitely established.

Event description:
It was reported that the device gave an alarm with the message "no disposable". No adverse effects reported.